Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081481) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure explant date (B)(6) 2018") and asthenia ("lack of energy") in a female patient who had essure inserted. Concomitant products included ascorbic acid; cobalt sulfate; copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate; manganese sulfate; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16)), boswellia serrata; curcuma longa; dl-phenylalanine; nattokinase (curamin) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia (seriousness criterion hospitalization). The patient was treated with surgery (to remove essure device on (B)(6) 2018). At the time of the report, the medical device removal and asthenia outcome was unknown. The reporter considered asthenia and medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.